Event description:
Repair request initiated for device with a report of a bent foot. No pt impact reported. Report escalated to complaint on evaluation due to damage to the footed portion of the attachment. On follow-up, it was confirmed that there was no pt impact.

Manufacturer narrative:
Findings: report confirmed. Evaluation of the device noted that the footed portion was damaged by tool contact. On follow-up, it was confirmed that there was no pt impact. Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 41 months without any record of factory service. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."